Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal cover caught the bite block and fell inside the patient's mouth. It was retrieved successfully, and there was no delay. The issue was found at the end of a therapeutic endoscopic retrograde cholangiopancreatography procedure and completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
Updated field: d4- lot# this report is being supplemented to correct d4 - unique identifier (UDI) number. Updated from ni to (B)(4).

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation ,a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.